Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the bottom right of the touchscreen is now cracked and no longer responsive. Reportedly, the touchscreen displays multiple colors. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for insulin therapy.